Manufacturer narrative:
According to the facility on (B)(6) 2024 during a "shoulder scope" the plastic broke off, and the tip of the needle "has to be fished out of the patient's arm". Per the facility the item was removed with a grasper and no serious injury was noted. Per the facility the patient is doing "good". No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2024 during a "shoulder scope" the plastic broke off, and the tip of the needle "has to be fished out of the patient's arm".